Event description:
Boston scientific received information that right atrial lead had increased thresholds and no capture at max outputs. The lead was repositioned with appropriate measurements. It was also noted that the patient had symptoms of dizziness and shortness of breath, however this appeared to be due other factors as the patient was not taking their medications. The lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device was not return for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.